Event description:
On (B)(6) 2011 customer reported that the dxc 600 pro instrument generated false na, k, cl, co2 and/or calc results for 21 patient samples. Results were reported out of the lab. When a physician questioned results, the samples were rerun on the other dxc in the lab and the reports amended. Treatment was not initiated or withheld based upon the original results reported. Field service engineer (fse) examined the instrument and found a loose connector in the ion selective electrode (ise) buffer reagent line, which caused air bubbles. Securing the connector resolved the issue. Fse verified performance.